Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, with information that it might affect the insulin on board (iob). The bolus was completed successfully, and the customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.